Event description:
An optometrist reported that a patient experienced a corneal abrasion in the right eye, one week following photorefractive keratectomy (prk) surgery. The patient reported having eye pain. In a follow up, the optometrist reported that a bandage contact lens was placed to treat the event and the event resolved one week later. No further information is expected.

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).